Event description:
Customer reported hospitalization due to high blood glucose readings of 600 mg/dl. Customer was treated with IV fluids at the hospital. Customer stated that she woke up, ate breakfast and noticed that her blood glucose readings were high. Customer checked the blood glucose readings an hour late and they were not coming down. Customer stated that she unhooked and noticed that the insulin was coming out. Customer also mentioned noticing a bent cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.